Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height drawer 4.2 was not detected on bus and repeatedly failed when user tried to access medications.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was not detected on the bus. A field service engineer (fse) replaced a faulty half height drawer board after identifying that cubie pockets in auxiliary half height drawer 4.2 were not on the bus and confirmed successful operation through a passed hardware test application test. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height drawer 4.2 was not detected on bus and repeatedly failed when user tried to access medications. The customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.